Event description:
The lay user/patient contacted lifescan in 10/06/05 alleging that her one touch ultra meter was reading inaccurately high with control solution testing. The medical affairs specialist spoke with the pt on 10/11/05 to obtain/ verify info. The pt reported that obtaining a control solution test result of 133 mg/dl, while the upper limit control solution range was 128 mg/dl. She normally performs quality control testing every couple of weeks. The control solution test was performed due to a blood glucose result that was within 400 mg/dl to 500 mg/dl. Since she seldom obtained elevated results, a retest was performed on a different meter and the result was within "20 points" of the reported meter reading. She reported administering insulin based on the meter reading and no further treatment was sought. There is no indication that the product(s) contributed to injury or medical intervention. She obtained elevated results on two meters, did not experience symptoms, and took appropriate precautions. However, this complaint is being reported due to failed quality control testing. The cca replaced the meter, test strips, and control solution.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.